Event description:
It was reported that the patient presented to clinic for a routine follow up. Upon interrogation of the pulse generator, an error message was displayed indicating that data could not be read.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.